Manufacturer narrative:
Result: foot board pcb board.

Event description:
It was reported by service report that the foot board has no power. It is unk if there was pt involvement or if there are adverse consequences to report.